Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model 3/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient had experienced stoma site redness and pain for approximately 3 days. On (B)(6) 2017, the patient saw a physician and a swab was taken of the stoma site. It was reported that the stoma site had a large volume of ooze and a hard area approximately 6 to 8 cm was palpable under skin. Per the physician, the patient had a possible abscess and was commenced on antibiotics of flucloxacillin 500 mg qds and calvapen 666 mg tds for ten days. During a nurse visit on (B)(6) 2017, it was reported that the peg site was clean and there was no ooze or redness at the stoma site but the surrounding area was tender. On (B)(6) 2017, the spouse reported the patient was again seen by a physician and antibiotics of flucloxacillin 500 mg and calvapen 666 mg was prescribed for another 10 days. It was reported that there was a slight improvement in the stoma site with not redness and the small hard area was still palpable but smaller in size.